Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this right ventricular (rv) apex lead experienced methicillin-resistant staphylococcus aureus (mrsa) infection and underwent an extraction procedure to explant this rv lead. This patient ultimately passed away during the procedure due to blood loss. No additional adverse patient effects were reported.